Event description:
A 6f angio-seal sts vascular closire device was used to seal the arteriotomy site post percutaneous cardiac catherterization procedure. One week later, the pt experienced a cold, numb, and painful right lower extremity. A CT angiogram revealed an occlusion of the right common femoral artery and a retrograde occlusion of the external iliac. To the bifurcation. The roght common femoral artery filled distally by collaterals and the lower extremity vessels were widely pt. Five days later, the pt underwent roght femoral artery surgical exploration and revascularization. The surgical finding was acute thrombosis of the right external iliac artery, proximal to the angio-seal. There was marked inflammatory reaction adjecent to the puncutre site and the medical aspect of the right common femoral artery. The surgeon found a small white piece of what thought to be collagen in the artery. However, a path report confirmed the white matter was arterial tiussue and not collagen. The physician also noted a small arterial flap.